Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the ins was replaced on (B)(6) 2019 at the same time as the leads were replaced. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-aug-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 18-aug-2019, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that her healthcare provider (hcp) had to install longer leads and reposition the leads because the previous leads may have shifted. The patient reported that she had pain in her ¿tummy area¿ that was a result of the position of the leads. The patient also reported that she had been experiencing these problems ¿for a while¿ and had reprogramming done but was not able to resolve the issue. No further complications were reported.